Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. Customer¿s blood glucose level was 246 mg/dl. Reportedly, the issue resolved and the customer successfully filled the cartridge.